Event description:
It was reported that the laser system would not stay on; the laser system key switch would not stay in the on position. Anesthesia had been administered and the procedure was completed using another lithotripsy product. There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair: the customer issue was confirmed and the laser system was replaced.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2014. The high voltage interface pcb that was replaced was returned to ams on june 12, 2014.